Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the communication from the transmitter to the display device had stopped . No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the communication from the transmitter to the display device stopping could not be determined. A root cause could not be determined.